Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: netherlands.

Event description:
It was reported that during surgery, on an unknown date, the device did not cut well and two screws were loose from the strip above the blade. There was no patient injury, there was a delay of a few minutes until the other device was unpacked. Due diligence is in progress; no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. G2 country: the netherlands. Review of the most recent repair record identified the following related repair: the device was out of calibration, control bar not in the correct position, and reciprocating arm was worn and the reciprocating arm was replaced and device re-calibrated to resolve the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, on an unknown date, the devices did not cut well and two screws were loose from the strip above the blade. There was no patient injury, there was a delay of a few minutes until the other device was unpacked. Due diligence is completed; no further information is available.